Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Incident description: "the clip applier failed during use in a laparoscopic cholecystectomy. It misfired few times and acted as a scissor, a problem that happened in the past and was reported - as a cause chance the cystic duct was severed and required other measure to finish the surgery." The patient status is fully recovered. The device is available for return. Additional information was received by email on 19-apr-2018 from, applied medical sales manager. "This cer is for the only one event presented by the ca500 in (B)(6). When he refers to the past , he is talking about the old ca500 and they reported it in 2013, surgeon was part of the surgical team at that time." Additional information was received via email from applied medical sales manager on 29-apr-2018: "when they use the word scissor they are referring to the clip "the clip scissors " because the legs of the clip torqued. The trigger for broken." Type of intervention: "required other measure to finish the surgery." Patient status: "fully recovered."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was not performed as the event unit was returned with no clips and was unable to be used. Visual component inspection confirmed that the channel support assembly (csa), a metal component located in the shaft, was damaged. Based on the condition of the returned unit, it is likely that the reported event was caused by the damaged csa, which can potentially cause a clip to load improperly and lead to a malformed clip. It is likely that the csa was caught on the jaws and was damaged when the jaws collapsed during insertion of the device through the trocar. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information was received via email from sales manager on monday 11jun2018"definitely the event occurred because the surgeon did not follow the instructions and intended to use the clip applier as same as the ca090, last week the sales manager went to the or with a brand new device and it worked perfectly."